Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if the hernia was present prior to the initiation of peritoneal dialysis therapy or if it had worsened due to therapy. The patient underwent hernia repair surgery for the event. The recovery status of the patient was not reported. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.